Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd_1003 - vantage eu0740-1058 ((B)(6) it was reported that on (b)(6 2024, a 25mm nivator valve was selected for an implant. The device was initially planned, but during implantation into the perimount prosthesis. The valve was difficult to position and slippery, risking precise placement. While switching and loading a 27 mm navitor valve, the patient became unstable, with drop and blood pressure likely due to acute ventricular tachycardia following fast pacing. Which was successfully converted back to sinus rhythm after defibrillation. The 27mm navitor valve was successfully implanted with a depth of non-coronary cusp/ncc 3mm, left-coronary cusp/lcc 4mm. On (B)(6) 2024, it was noted that the patient had left hemiparesis ischemic stroke. No treatment was provided. The patient is stable. At discharge the patient suffered from weakness of the left leg and was ongoing unable to walk longer distances (>20m) as before the procedure.

Manufacturer narrative:
It was reported that the valve was difficult to position and slippery, risking precise placement. Also reported that while loading the valve the patient became unstable, with drop in blood pressure likely due to acute ventricular tachycardia following fast pacing which was successfully converted back to sinus rhythm after defibrillation. Information from field indicated that the 27 mm navitor valve was successfully implanted with a depth of non-coronary cusp/ncc 3 mm, optimal depth as recommended per instructions for use. The device was not return to abbott for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.